Event description:
Caller states the patient tested 7.5 inr and 7.3 inr on coaguchek s system while testing 5.0 inr and 4.8 inr on coaguchek xs system during duplicate testing. Patient was reportedly treated based on results of 7.5 inr and 4.8 inr, however, no treatment information provided. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
This medwatch is for suspect device in coaguchek xs system. (B)(4).